Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported having a tooth extracted (permanent loss of body structure) and the invisalign system aligners were being used at that time.

Event description:
The patient reported the symptom of loss of tooth # 7 (upper right lateral incisor). The patient reported visiting a general dentist, who extracted tooth # 7 (for an unspecified reason). The patient did not report taking or being prescribed any medication due to the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.